Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and auto triggering breaths was observed. The device's machine flow sensor needs to be replaced to address the issues. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fio2, tubing- system board, tubing-blower chassis, and tubing- low flow o2, muffler assembly will need to be replaced due to contamination and software will need upgraded to the current version.